Event description:
The temp pads are water filled. Rptr experienced 5 separate pads that leaked causing the pts to be on a wet sheet. When the local rep contacted the co he was informed that the co was aware of 4 faulty lot #'s yet failed to recall these lots on send notification of any type to the customers who had these pads.